Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 25.9 mmol/l. The caller stated that after the alarm occurred, the battery was taken out and reinserted, after which the keypad became unresponsive. The user performed a set change and delivered a bolus. The caller stated that it looked as though the insulin pump delivered the bolus, but it was followed by an unknown alarm. The caller did not observe any significant events leading to the keypad issues. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.